Manufacturer narrative:
No product was returned for evaluation nor radiographs provided. Review of production records did not indicate any issue related to manufacturing that may have contributed to the event. The cause of the event could not be established with the information available to the manufacturer.

Event description:
About one month after the original surgery, the surgeon observed during a follow-up that one of the two posterior implants had migrated posteriorly due to improper compression. As a result, the surgeon performed a revision surgery to move the cage deeper into the anterior disc space.